Event description:
Gyrus acmi ureteral stent, ref 5001945, quadra coil, 4.5 x 22-28 cm, lot mbs a980, exp date 2014-03. The dr. Was unable to see the catheter in the kidney, could not verify position, and was unable to see upon x-ray. The product was removed, and a different product was used. The product is here on trial.

Event description:
Gyrus acmi ureteral stent, ref 5001945, quadra coil, 4.5 x 22-28 cm, lot mbs a980, exp date 2014-03. The dr. Was unable to see the catheter in the kidney, could not verify position, and was unable to see upon x-ray. The product was removed, and a different product was used. The product is here on trial.